Event description:
The first valve was implanted 4 years ago, and it was not working. A second valve was implanted and could not be reprogrammed.

Event description:
The account stated that the architect analyzer is generating error message 1007 (unable to process test, activated read failure). This issue has lead to false positive bhcg, hbsag and hbeag results. For example, the initial bhcg result was positive (9.08 miu/ml), the sample was retested in duplicate and the results were both <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Additional medical products: bhcg reagent list 7c15-01 lot 71555p100 and hbsag reagent list 6c36-32this issue is now associated with remedial action removal. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) this ticket is no longer associated with correction and removal 1415939-2/27/09-003-r. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) suppliers manufacturing material and manufacturing processes. The investigation identified variables within the suppliers molding manufacturing process that contributed to static charge variation across rv lots. Contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the suppliers molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). The previous medwatch submission contained an error for the serial #. In this submission, the serial # was changed to na and the lot number was corrected with lot number 71555p100. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The account stated that the architect analyzer is generating error message 1007 (unable to process test, activated read failure). The account also stated that read spikes are also detected and are causing false positive (B)(6), (B)(6) and (B)(6) results. For example, the initial (B)(6) result was positive (9.08 miu/ml), the sample was retested in duplicate and the results were both negative <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Concomitant medical products, (B)(6) reagent list 7k78-01 lot 72071lf00. Correction; the date of event was incorrectly entered as (B)(6) 2008. The correct date of event is (B)(6) 2009. The description of issue was also corrected. It was previously stated that the error message 1007 (unable to process test, activated read failure) caused the false positive results. The false positive (B)(6) , (B)(6) and (B)(6) results were caused by the read spikes. This is an corrected report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: no method, results or conclusions can be made at this time. The previous medwatch submission (-02) unassigned this complaint from remedial action reporting number 1415939-2/27/09-003-r, due to the lot of suspect medical device for the reaction vessel. Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, therefore, this medwatch submission has been corrected from na to 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.